Event description:
It was reported that during a posterior labral repair and subscapularis tenodesis surgery the tip of the anchor broke whilst inserting. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-3638, knotless fibertak¿, batch 15320751, was received for investigation. Upon visual evaluation, it was noted that the sutures were frayed/damaged. Additionally, the tip of the device was broken. No fragments were returned for investigation. The most likely cause for the reported failure can be attributed misuse due to misaligned insertion; or prying/leveraging the screw during insertion. Per dfu-0054-eo revision 5: "to help avoid inserter breakage and potential patient injury: avoid excessive impaction as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. Visually inspect the inserter for potential breakage after each implantation.". The complaint allegation is confirmed.